Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, service history, and a review of the alarm log were performed. The reported issue of keypad does not work was not verified. An f-49 (malfunction in real time clock: abnormal rtc data) alarm was identified during functional testing and review of the alarm log. The f-49 alarm is associated with low voltage on the main battery. To resolve the issue, the main battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump¿s keyboard did not function. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.